Manufacturer narrative:
The catheter was returned to boston scientific for analysis. Visual inspection revealed that the luer was torn from the catheter handle. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen could not be leak tested due to a torn luer to flush-line connection. While manipulating the shaft, continuity checks revealed an electrical open in mips #1 sensor. Ablations could not be verified due to torn luer in the irrigation. Force sensor could not be tested due to an open in the mips #1 sensor. The device was unexpired and then connected to the maestro, metriq and rhythmia hdx. The device appeared on the workstation showing a 1704-2 force error due to the open in the mips 1 sensor.

Event description:
Reportable based on device analysis completed on 24 september 2021. During an ablation procedure to treat atypical flutter a intellanav stablepoint catheter was selected for use. It was reported that error "1704-2 force catheter error detected." Was observed when the catheter was connected to the system during preparation. The cable was reconnection, however, the error persisted. The catheter was exchanged and the procedure was resumed. The procedure was completed successfully with no patient complications. However, device analysis revealed a torn luer.